Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f terumo sheath. Peri-procedure, the patient was anticoagulated with heparin. A pre-procedure femoral angiogram showed no presence of pvd/calcium at the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician shuttled down, then the physician withdrew the sheath from the tissue track with ease and the advancer tube was not visible. It was noted that the sealant was jammed inside the shuttle tube. The device was removed and the patient was converted to 30 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted. The device was examined outside of the patient and the aci vascular closure specialist removed the sealant manually to dislodge the advancer tube.

Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was disengaged from the handle. The advancer tube was covering the balloon and the sealant was not returned with the device. Damage was observed at the proximal tip of the advancer tube. The deformed features indicated that the advancer tube may have been forced back over the tamp lock. Further investigation revealed excessive adhesive fillet around the distal edge of the proximal tamp lock which might have prevented the advancer tube from properly engaging the tamp lock. The presence of an adhesive fillet/taper around the distal edge of the proximal tamp lock is possible contributing factor for the reported failure to deploy. Shuttle down procedure was simulated and the distal end of the shuttle cartridge was found compressing against the balloon as it came to the hard stop. Shuttle cartridge, tamp locks and advancer tube were measured, all features were found within specification. The review of the lhr (lot f1301602) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable cause for the reported event could have been from the excessive adhesive fillet/ taper around the distal edge of the tamp lock preventing the advancer tube from properly engaging with the tamp lock.